Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to the reported product deployed prior to use include, but are not limited to, mishandling during removal of device from packaging or accidental removal/ manipulation of device, i.e., suture, lever, or foot, prior to insertion. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the prostyle device deployed prior to use. There was no patient involvement. Replacement device was used. No additional information was provided.